Event description:
Pt admitted to hospital for removal of malfunctioning #8 french groshong catheter and port following swelling in the right side of the pt's neck during chemotherapy. Diagnostic imaging noted that port injection showed fracturing of the port catheter near the entry point into the soft tissues of the neck. The rest of the catheter appeared to be fractured was removed with snare technique in 2002. The next day the port was removed in surgery, as was the residual catheter extending over toward the neck.